Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ some pain") and autoimmune disorder ("autoimmune symptoms ¿ undiagnosable/autoimmune symptoms - diagnosable") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's past medical history included gravida ii, parity 1, blurry vision, asthma, allergic rhinitis, hypothyroidism, panic disorder, diarrhea, drug allergy, cholecystectomy, pain in hip, vaginal itching, melasma and cholecystectomy. Previously administered products included for an unreported indication: nuvaring and mirena iud. Concurrent conditions included obesity and allergic reaction to analgesics. Family history included multiple allergies (maternal grandmother), hypertension (maternal grandmother), asthma (maternal grandmother), hypertension (mother), heart disease, unspecified (mother), thyroid disorder (paternal grandmother, maternal aunt and paternal aunt)), arthritis (mother) and carcinoma breast (paternal grandmother). Concomitant products included levothyroxine sodium (levothyroxine) for hyperthyroidism, hydroxyzine for insomnia and anxiety as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("extreme bloating"), discomfort ("discomfort"), weight increased ("rapid weight gain"), anaemia ("anemia"), lung disorder ("lesions on lungs"), gastric disorder ("lesions in stomach"), renal disorder ("lesion on kidney"), abdominal pain lower ("cramping"), splenomegaly ("enlarged spleen"), fatigue ("extreme fatigue"), anxiety ("return of anxiety"), depression ("return of depression"), hormone level abnormal ("hormone imbalance"), joint swelling ("swelling of joints especially in my ankles and feet"), rheumatic disorder ("rheumatological disorder or disease that cannot be diagnosed"), inflammation ("inflammation"), acrochordon ("lesions throughout body"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and discomfort had resolved, the autoimmune disorder, abdominal distension, weight increased, anaemia, lung disorder, gastric disorder, renal disorder, abdominal pain lower, splenomegaly, fatigue, hormone level abnormal, joint swelling, rheumatic disorder, inflammation, acrochordon, alopecia, gastrointestinal disorder and investigation noncompliance outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal distension, abdominal pain lower, acrochordon, alopecia, anaemia, anxiety, autoimmune disorder, depression, discomfort, fatigue, gastrointestinal disorder, hormone level abnormal, inflammation, investigation noncompliance, joint swelling, lung disorder, pelvic pain, renal disorder, rheumatic disorder, splenomegaly, gastric disorder and weight increased to be related to essure. The reporter commented: patient received treatment for extreme bloating and discomfort, pelvic pain and cramping,lesions on lungs, enlarged spleen, anemia current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2013 : pregnancy urine : negative. On (B)(6) 2014 : pregnancy urine : negative. On (B)(6) 2014 : us pelvis complete tv : impression-1. Uterus is normal in appearance. The endometrium is difficult to visualize and appears thickened but this is likely due to recent endometrial ablation. Right ovary is normal in appearance. Left ovary is normal in appearance. On (B)(6) 2014 : ultra sound pelvis : impression: left ovary is suboptimally visualized but appears grossly normal. Right ovary is normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed on the same day of essure insertion ¿ most recent follow-up information incorporated above includes: on (B)(6) 2017: all events, historical condition, concomitant condition, reporter added from pfs. Event "endometrial ablation performed on the same day of essure insertion", family history, historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.